Event description:
It was reported the "screen glass" needs to be replaced. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): verified a broken overlay screen. The stylus pen is nonfunctional due to the broken screen.